Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x24mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent got dislodged from the balloon. No patient complications were reported.